Manufacturer narrative:
One medfusion pump was received in good physical condition with no physical damage. The event history log was reviewed and there were acu watchdog and primary audible alarm post errors in the history. The power up process was conducted and the acu watchdog alarm was unable to be duplicated. Acu watchdog is a sympathy alarm, sympathizing the primary audible alarm post which was unable to duplicated at power up. The cause of the issue was unable to be determined since no physical or any other damage was found on the speaker or interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure and a primary audible alarm post error. There was no patient involvement.